Event description:
The user came in for a samba 2 upgrade because he was experiencing intermittency with his samba. When programming he noted that he was still having an intermittent connection. It was determined that when he pushed on his head around the area where the receiver-stimulator tail is located, the sound would cut out. Then sound would return once the pressure was released. The user has been reimplanted.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came in for a samba 2 upgrade because he was experiencing intermittency with his samba. When programming he noted that he was still having an intermittent connection. It was determined that when he pushed on his head around the area where the receiver-stimulator tail is located, the sound would cut out. Then sound would return once the pressure was released.